Event description:
A retrospective review of file was performed in 2008. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. A 5 mm screw used for fixation of plate for left temporoparietal sub cortical hemorrhage. The screw broke after about 4mm inserted. Tip still in pt. There seems no damage to pt at this moment.

Manufacturer narrative:
No further complications have been reported. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.